Event description:
It was reported that a patient experienced discomfort after coming into contact with a handpiece head that reportedly overheated. No visible markings or injury resulted. Please note that the date of event indicated is approximate.

Manufacturer narrative:
Though no medical intervention was required in this event, there have been previously reported events involving similar devices that resulted in the need for medical /surgical intervention to preclude permanent impairment of a body function or permanenet damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. The device was returned and evaluated. It was found that the color ring was missing, causing a lack of seal in head-neck joint. As a result, cooling air flow to the gears and bearings was insufficient, causing the head to become hot. Please note that the current directions for use warns that attachments should not be operated without the color ring. Additionally, a DHR review was conducted for the lot involved as well as the previously and subsequently manufactured lots; no abnormalities were noted.